Event description:
It was reported that the balloon ruptured and a piece of the balloon detached in the pt's vessel. Reportedly, retrieval was not attempted. The pt was reported to be in stable condition and was released from the hospital.

Manufacturer narrative:
The device was not returned for evaluation.